Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), back pain ("back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal. Discharge"), gastrointestinal disorder ("gi conditions"), ovarian cyst ("ovarian cysts") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full , salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, ovarian cyst and adenomyosis had resolved and the dysmenorrhoea, urinary tract disorder, urinary tract infection, cystitis, vaginal discharge and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, cystitis, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding,bladder/urinary problems and other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received, case become significant new , patient demographic essure stop date , indication and event injury to herself pelvic/ abdominal, back, dysmenorrhea (cramping), bleeding- menorrhagia (heavy menstrual bleeding),general abnormal bleeding),urinary problems. Uti, bladder infection, vaginal. Discharge, gi conditions, ovarian cysts, adenomyosis and outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.